Event description:
It was reported that during a robotic low anterior resection (lar) procedure, the fellow was firing across the rectum and on the fourth firing, the device would not stay closed. It would pop open on every attempt. There was not an issue with previous firings. The surgeon was using blue reloads. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4) = cartridge pan, release button. The analysis found that one pse45a device was received for analysis with an ecr45b cartridge loaded on the device. The returned reload was noted to be unfired and in good visual conditions. Additionally the cartridge pan was noted to be partially detached at right proximal end. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.